Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level. The customer declined to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.